Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). It was reported that air was drawn in when they attempted to insert the catheter into the sheath. They also noted that they had pushed hard the dilator into the sheath in order to hear the 'click', which might have damaged the valve. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis as it has already been disposed by customer.